Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received patient factors likely contributed to the event.

Event description:
Edwards received information that a 25mm aortic valve was explanted after an implant duration of eleven (11) years, two (2) months, four (4) days, due to moderate aortic stenosis and moderate-to-severe intravalvular aortic regurgitation. Through follow up with the healthcare provider it was learned the aortic insufficiency was secondary to small tears of the commissures of all three (3) leaflets. The explanted device was replaced with a 25mm aortic valve. There were no complications reported. The patient was taken to the intensive care unit (ICU) in critical condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. Based on the information received the cause cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 25mm aortic valve implanted for eleven (11) years, one (1) month, nineteen (19) days, is being considered for transcatheter aortic valve replacement due to regurgitation. No additional information was provided.